Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's oxygen saturation and breathing diminished post implant of the implantable pulse generator (ipg). The patient was not awakening and it was deemed that the patient may have had too much sedation. No anomalies were send under fluoroscopy and echocardiogram. Code was called and medical support was provided to stabilize the patient. The ipg remains in use. No further patient complications have been reported as  result of this event.